Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted with resetting the pump, after which the issue did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again.